Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the recommended programming changes were made and were successful. The physician elected to replace the device during an av node ablation.

Event description:
It was reported that the patient presented via a (B)(4) transmission. The patient received atp therapy for afib with rvr. The device was explanted and replaced.